Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was recommended for replacement to resolve the issue. Block a: no patient information provided to dater after calls to end user 04/06/26 and 04/14/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a system required restart and loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no patient injury.